Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness and bradycardia. Device interrogation showed intermittent non capture and noise on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.